Event description:
Device malfunction: suture breakage (device #3). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during the foot and needle deployment resistance was felt. When the plunger was withdrawn, a suture break had occurred. Second and third proglide devices were used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Devices #1 and #2 - proglide (part#12673-05; lot#62153-6h), are being filed under medwatch report #2953114-2009-01412 (device #1) and medwatch report #2953114-2009-01413 (device #2).